Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A synergy drug-eluting stent was implanted at ostial lesion. A second stent was advanced, however, after the physician made a deep intubation with a guide catheter, the previously implanted stent was crushed by the catheter tip and had to be crushed against the vessel wall with another stent. The procedure was completed with another of the same device. No patient complications were reported.